Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-01612 pertains to the first encore inflation device and manufacturer report # 3005099803-2017-01613 pertains to the second encore inflation device. It was reported to boston scientific corporation that two encore inflation devices were used in the superior femoral artery during an angiogram of the leg procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge of the device would not show any pressure and the gauge needle did not move at all. It was also noticed that the threaded plunger would not lock and seemed to be loose. The same event occurred with the second inflation device. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.